Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Event description:
It was reported during an paroxysmal atrial fibrillation (afib) procedure, the body surface (bs) ECG's goes flat on the ep recording system and the intracardiac (ic) signals are noisy when the patient interface unit (piu) is initialized. When the piu is turned off, the signals are good. There was no patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event. The signal loss/noise occurred on the both the carto 3 system and the ep recording system at the same time. There was noise on the ic signals. The physician was unable to interpret the recordings because of the presence of the noise. Reconnecting the catheters resolved the problem as one of the connections was not made properly. All signals were good afterwards and the procedure could be continued.

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported during an paroxysmal atrial fibrillation (afib) procedure, the body surface (bs) ECG's goes flat on the ep recording system and the intracardiac (ic) signals are noisy when the patient interface unit (piu) is initialized. The signal loss/noise occurred on the both the carto 3 system and the ep recording system at the same time. There was noise on the ic signals. The physician was unable to interpret the recordings because of the presence of the noise. It was found that one of the catheters was not connected properly. Reconnecting the catheters solved the problem. All signals became good afterwards and procedure could be performed. The user error caused the issue. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.